Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had all buttons need to press hard before it responds. The customer stated that the numbers were not ramping on their own. The customer reported that the scroll bar was not moving with no input. The customer stated that the time was advancing.the customer stated that there was no response from any button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.